Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency department after receiving multiple inappropriate shocks. It was noted that unspecified oversensing possibly due to noise and a high defibrillatory impedence in addition to the inappropriate shocks was observed on the right ventricular (rv) lead. Rv lead externalization was suspected by the physician. The rv lead was capped (B)(6) 2021 and replaced. The patient was stable.